Event description:
The device was used during a hand assisted laparoscopic resection of a renal tumor. It was reported that "the clips were placed and came off". Pt with a kidney carcinoma. The kidney was freed, 5 clips were placed on the renal artery and divided, the vein was then divided with an endocutter. Subsequently, the pt had massive bleeding and was explored immediately. The pt lost 3 liters of blood. The pt then had a myocardial infarct and required CPR and multiple transfusions. Eventually all was controlled. As of 2003 the pt was on a ventilator and has had significant hypoxic brain damage, it is thought that they will not have a normal recovery. There were no clips recovered and the device was discarded.